Event description:
It was reported that following insertion of this interference screw in an acl reconstructive surgery of the right knee, the pt developed a right knee lateral meniscus tear, excessive anterior scar formation, partial failure of the acl surgery and a loose bioabsorbable screw. In 2005, the pt underwent an arthroscopic right knee excision of scar tissue, partial lateral menisectomy and removal of a loose implant (3/4 of the broken bio absorbable screw was removed).

Manufacturer narrative:
Investigation findings: an investigation can not be performed on this implant as the device will not be returned to conmed linvatec. A review of product history for the past 2 years found no other similar reports. Conmed linvatec will continue to monitor this product for failures.